Manufacturer narrative:
Bausch and lomb is unable to complete an investigation of this complaint since no product was returned and no lot number was provided. However, the company did initiate a broader investigation of reported fusarium keratitis events that evaluated the manufacturing facility environmental records, a review of batch records and testing of retain samples for numerous produced product lots. All of the records indicate there were no anomalies that could have been related to reported fusarium keratitis, there were no fusarium recoveries from the facility environmental monitoring program of the aseptic processing areas, and all product evaluated met release sterility criteria. Where product retain sample testing was completed all chemical and biocidal performance criteria were effective against microbial challenges as required.

Event description:
A report was rec'd via FDA's medical products reporting program that an ophthalmologist reported a female pt developed fusarium keratitis while using renu (unknown type) contact lens cleaner. In 2006, the pt presented to the ophthalmologist's office with an infectious corneal ulcer, which was suspected be herpetic in origin. However, she failed to respond to antiviral treatment. A corneal scraping was performed and the results verified the infectious organism as fusarium species. The pt was then prescribed topical natamycin 5% as treatment. The ophthalmologist reported the pt no longer has evidnece of active infection. Her visual acutiy is 20/40 consistent with a residual corneal scar.